Event description:
This is a spontaneous report from a nurse in the USA of bacterial peritonitis in a patient coincident with dianeal ambuflex (dianeal low calcium) therapy. On an unreported date, the patient began treatment with dianeal ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On an unknown date, the patient began treatment with intradialytic parenteral nutrition (idpn) along with dianeal solutions for an unreported indication. Action taken with idpn was not reported. The nurse believed idpn to be a co-suspect. During a call with baxter technical services (bts), the nurse reported the following. On an unreported date, the patient began treatment with idpn for an unreported indication. On an unreported date, the patient experienced bacterial peritonitis which might be due to idpn in the dianeal solution bags. On an unknown date in (B)(6) 2012, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with an unspecified antibiotic for peritonitis. It was unknown if pd re-training was done. The nurse stated that something might have happened at the pharmacy facility when the idpn was added to the dianeal solution bags and this might have caused the peritonitis. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified.